Event description:
Procedure type: inguinal hernia repair. According to the reporter: the pt was 3 weeks post-op described debilitating pain superior to the incision site. Pain presented in immediate post-op period and there has been only slight improvement. Pt's lean body type allowed for surgeon to actually feel the mesh subcutaneously and felt firm. Pain quality is sharp in nature, but is not shooting or tingly. Ilioinguinal nerve was resected with expected numbness in region. No suture was used for securing or placing the mesh. Current pt status: pt is in significant pain and is unable to stand straight. Nothing has been attempted at this time other than extending post-operative pain management. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. Nothing reported at this time.

Manufacturer narrative:
(B)(4).